Event description:
This is filed to report gripper actuation issues and device damaged by another device. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) grade 4. Two mitraclip xtw's (20510r307 and 20511r166) were implanted successfully, reducing mr to grade 1-2. On (B)(6) 2023, the patient returned with recurrent mr grade 3-4 due to progression of disease. There was no evidence of tissue or chordal damage and the two implanted clips were still stable on the leaflets. An additional ntw clip (20511r242) was implanted, reducing mr to grade 2-3. On (B)(6) 2023, the patient returned with an slda of xtw clip (20510r307) and worsened mr grade 4+. An ntw clip (21013r1093) was positioned in the valve. Grasping and capturing the leaflets were noted to be difficult. After multiple attempts to grasp the leaflets, the grippers became stuck. One was stuck in the upper position and the other was stuck in the down position. It was thought contact was made with a previously implanted clip causing the gripper issue. Troubleshooting was performed, but the issue persisted. The clip was removed and exchanged. A second ntw clip (21203r2024) was attempted to be placed on the valve but experienced the same issues as the first clip. Grasping and capturing the leaflets were noted to be difficult and after multiple attempts to grasp the leaflets, the grippers became stuck. They were no longer able to move up and down. One was stuck in the upper position and the other in the down position. Troubleshooting was performed, but the issue persisted. The clip was also removed and exchanged. A third clip, xt (lot: 20613r235) was then positioned on the valve and captured the leaflets successfully. However, the clip arms refused to stay locked, and would continuously reopen from closed to 40 degrees when establishing final arm angle (efaa). This clip was removed and exchanged. A xtw clip (21019r1041) was used to complete the procedure, reducing mr to grade 1-2. There was no adverse patient effects. A delay in the procedure was reported however the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclips referenced were filed under separate medwatch report numbers.

Manufacturer narrative:
All available information was investigated and the reported inability to grasp, inability to capture, device damaged by another device and gripper actuation issue cannot be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to grasp and inability to capture. The reported gripper actuation issue appears to be related to the reported device damage by another device. The reported device damaged by another device (contact with implanted clip) appears to be related to the multiple grasping and capturing attempts. There is no indication of a product issue with respect to manufacture, design, or labeling.